Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure it was noted that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. This lead was then successfully replace during the same surgery. No adverse patient effects were reported. Lead has been received for analysis.